Event description:
It was reported that multiple, intermittent minimum fill notifications occurred after filling multiple cartridges with 140-160 units of insulin. Blood glucose (bg) level ranged from 200-500 mg/dl. Reportedly, customer reverted to an alternate pump for insulin therapy.